Event description:
It was reported that the atrial lead exhibited noise, resulting in the auto-mode switch (ams) episodes. The lead capture was chronically high in the atrium. The further lead assessment was scheduled but no further information was available. No patient symptom was reported.